Manufacturer narrative:
On (B)(6) 2021, a complaint handling specialist of infutronix confirmed with the user facility that the affected device was leaked at the filter and the set was discarded. Therefore no root cause could be established. The reported issue was confirmed.

Event description:
On (B)(6) 2021, a complaint handling specialist of infutronix reported an issue on behalf of an end user: "an administration set model hs-004 lot unknown currently. "Patient called about medication leaking. The source of the leaking was not clearly stated."." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. On (B)(6) 2021, the complaint handling specialist of infutronix reported additional information on behalf of an end user: "the set leaked at the filter. Tina also confirmed the set was discarded so it won't be returned." The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.